Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned and reviewed prior to surgery for two vertebrae on level l3 - l4. Clamp platform was chosen for this open procedure. The clamp was attached to spinous process of l4. Fast and accurate registration was achieved on initial attempt. During operation, l4 left appeared low under lateral fluoro images. Remaining trajectories were sent and instrumented accurately. L4 was resent and it still appeared low in the pedicle. Surgeon placed l4 left screw by hand. No patient harm was reported.